Event description:
It was reported that the procedure was cancelled. The target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 6 fr x 25 cm super sheath introducer sheath was selected for use. During the procedure, the physician was attempting to access the right iliac from a contralateral approach. However, it was noted that the sheath was kinked near the tip over the aortic bifurcation. Consequently, difficulty advancing and removing the sheath occurred, and the procedure was discontinued. The sheath was removed intact from the patient's body and no patient complications were reported.